Manufacturer narrative:
Pump received with blank display due to corroded battery tube compartment. Broken battery cap noted.

Event description:
The customer reported via phone call that the insulin pump had a blank display even after inserting several new batteries. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. The customer also reported that the insulin pump was not rewinding. The customer also reported that the insulin pump was cracked at the back of the case. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.